Manufacturer narrative:
Follow-up # 1 date of submission 03/23/2015 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 03/10/2015 with the following findings:a review of the pump¿s black box and alarm histories showed that no cs 128 replace battery alarms were recorded. The black box and alarm histories did show that battery alarms and power reboots had occurred on 01/14/2015. The pump¿s electrical current draws were found to be within the required specifications. No 128 battery alarms or ¿battery life¿ issues occurred during the investigation. The pump case was removed and no evidence of intermittent connections was found within the power circuit. The battery life issue was observed in the pump history but was not able to be duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (128-fxxx) -battery life issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.